Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood and contrast visible in the guide wire lumen, inflation lumen, and loosely folded balloon, consistent with preparation and a rupture while in the patients anatomy. A new indeflator filled with water was used to pressurize the balloon catheter. There was a pinhole 1 mm distal to the proximal balloon shoulder, confirming the reported rupture. The pinhole was located on a longitudinal scratch. The scratch was 1 mm in length. There was another longitudinal scratch 1 mm distal to the pinhole for a length of 1 mm. Balloon material ruptures can be affected by numerous factors including, but not limited to: balloon damage during manufacturing, materials, interaction with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the catheter was initially pressurized without incident and there was no report of any leaks noted during preparation for use, which may suggest that the balloon was not damaged prior to use. Also, evidence of damage on the outer surface of the balloon suggests that the balloon failure may have been attributed to mechanical damage to the balloon. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. It is possible that the balloon material was damaged (scratched) during interactions with other devices, and/or the patient anatomy, such that the balloon ruptured upon second inflation attempt at 8 atmospheres, which is below the rated burst pressure (rbp). To ensure this type of damage is not a result of a potential manufacturing deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. Based on the information received and the analysis of the returned catheter, the reported balloon rupture and mechanical damage noted appear to be related to the circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that post-dilatation of a stent was performed with the voyager nc balloon catheter at 16 atmospheres (atm) for 10 seconds. An ultrasound catheter observed an indentation at the lesion site in the proximal right coronary artery, which required additional post-dilatation. After re-insertion of the balloon catheter and during second inflation, the balloon ruptured at 8 atm. The vessel and lesion were characterized as being concentric, non-tortuous, de novo, 90% stenosed and non-calcified. No adverse patient effects were reported. No additional information was provided.